Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the emergency room with a device that was post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate hv therapy. Programming changes were made during the device check. No further information available.